Manufacturer narrative:
(B)(4). Investigation summary: a device history record review was completed for provided material number 305122 and lot number 0072176. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, two photos were provided for evaluation by our quality team. One photo shows a packaging blister top web. The other photo shows a needle assembly in its packaging blister. The needle assembly has a double needle. It could be possible for this defect to occur during the assembly process. The plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced the double needle. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Probable root cause. Assembly line. The plastic hub is placed under the cannulator then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it; after that, a plastic shield is assembled. In this case, the misfeeding of the cannulator may have induced to have the double needle.

Event description:
It was reported that the bd precisionglide¿ needle 25g x 5/8 in experienced needle point penetration through the shield and damaged or open unit packaging/seal where sterility was compromised. The following information was provided by the initial reporter: material no: 305122, batch no: 0072176. Product name: bd precisionglide needle 25g x 5/8 (0.5mm x 15mm) event description: defective needle with needle tip sticking out of packaging. Date of incident (mm/dd/yyyy): (B)(6) 2021. Defective need that sticks out of the packaging, product discovered while pharmacist was performing an injection clinical service.